Event description:
Customer's father called to report that his daughter passed away. Caller stated that the cause of death was due to diabetes. Caller stated that the customer's blood glucose was either very high or very low. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.